Event description:
Procedure: vats. According to the reporter: the bag tears off from the instrument instead of detaching from it. There was no injury or ill-effect to the pt. The device is being returned for examination.

Manufacturer narrative:
(B)(4).